Event description:
The customer's husband reported via phone call that the customer was in the hospital and that the insulin pump ran out of insulin. The customer's husband did not report whether she was in the hospital due to a diabetes-related cause or not. The caller requested assistance with setting the insulin pump up. He was assisted with rewinding, priming, and filling the cannula. He was able to connect the device to the infusion set without assistance. He requested assistance with setting up a temporary basal and a back-up. The customer's blood glucose was 176 mg/dl. No further assistance was necessary.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.